Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to irregular operation during insertion/withdrawal of endo therapy accessory. The suggested event is preventable by handling the device in accordance with the following sections of the instructions for use: - IFU includes the preventive measures in 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced the internal biopsy channel torn. The event was identified during reprocessing. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the internal biopsy channel is torn. The forceps channel was kinked and torn inside the channel. Additionally, labels were worn. The leak test confirmed a leak between the right/left and up/down knob. The insertion tube insulation was worn. The evis image showed white dots affecting the orange cone. The angulation in the down direction was below specification. Angulation movement of the control knob of the up/down left/ right was out of specification. The insertion tube had coating peeling. The light guide tube buckled, had wrinkles, and surface scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.